Event description:
It was reported that the serial adapter cable for the physician's handheld computer was broken and not functioning properly. The damage was believed to be related to normal wear. The faulty serial cable adapter was returned and underwent analysis. Analysis confirmed an open connection in the serial cable power plug resulting in intermittent charging of the handheld computer. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.